Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be determined at this time. The user facility was contacted on this report and no additional information was provided. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus received a legal document on may 12, 2016 which claims that a patient was exposed to a contaminated scope while undergoing multiple procedures in (B)(6) 2014. As a result of the exposure the report alleges the patient suffered injury and died.